Event description:
It was reported that the customer had an isuse with the sensor. Customer stated that the transmitter did not blink when it was attached to the sensor. Customer's blood glucose was 9.0 mmol/l. Customer re-tried it while on the phone and it was still not blinking. Customer removed the sensor and stated that the electrode was missing. Customer was advised to contact a hospital for an x-ray to determine if anything was stuck in his body. Customer declined. Customer was advised that most likely, the electrode retreated into the sensor upon insertion. Customer will try a new sensor and call back if issue persists. Customer was advised to return the sensor and a replacement will be sent.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.